Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a stopcock attached to the hub. There was blood in the wire lumen. The balloon was loosely folded. There were multiple hypotube kinks. The hypotube was completely separated 72cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified proximal left anterior descending artery. A 20mm x 4.50mm nc quantum apex¿ balloon catheter was selected. Upon insertion of the device to the patient, it was noticed that the mid-section of the hypotube was fractured approximately 45 cm from the hub. The unspecified guide catheter, the guide wire and the 20mm x 4.50mm nc quantum apex¿ balloon catheter were removed as a unit without complication. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified proximal left anterior descending artery. A 20mm x 4.50mm nc quantum apex balloon catheter was selected. Upon insertion of the device to the patient, it was noticed that the mid-section of the hypotube was fractured approximately 45 cm from the hub. The unspecified guide catheter, the guide wire and the 20mm x 4.50mm nc quantum apex balloon catheter were removed as a unit without complication. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).